Event description:
While staff donning gloves, they easily ripped. Multiple complaints that these brand of gloves rip too easily or are found ripped when removed from the packaging, hospital has reported several cases.